Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not clean the exchange area before starting peritoneal dialysis. Two days after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) at the dialysis clinic for the peritonitis event. Dianeal therapy was ongoing. After six days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.